Manufacturer narrative:
No damages were observed that would contribute to the reported unsure properly inserted cannula. The cause of the reported unsure properly inserted cannula could not be determined. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged. Inspection of the formed needle found no damages that would contribute to the reported pain during insertion. The cause of the reported pain during insertion could not be determined.

Event description:
It was reported that the patient's blood glucose level (bg) rose to 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reported that the cannula was bent and being unsure if the cannula was properly seated in the infusion site. Additionally, it was reported that the experienced pain when the cannula inserted. Information on treatment was not provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported the cannula was bent and possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.